Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'upstream occlusion' messages, however the log cannot be used to distinguish between true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion when there was not one. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.